Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient was in for a routine follow up and a migration resulting in a proximal type I endoleak was noted due to disease progression. Sixteen days later, the patient had a secondary procedure. A modified 42x42x100 valiant proximal main was placed from a cut down on the right groin. The physician placed the stent graft just below the sma. The physician also placed bare metal stents in to snorkel both renal arteries. A cut down on the left brachial artery was done. The physician placed two 7 french sheaths in both renal arteries. There was no evidence of a type I endoleak on the final angiogram. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression); conclusion: inherent risk of a procedure (stent graft migration, endoleak); device failure related to patient condition (disease progression).